Event description:
It was reported by the rep the device was used during a laparoscopic pyeoplasty. It was reported during the procedure the o ring within the trocar fell out into the pt. The surgeon was able to retrieve the ring. The nurse gave the ring and trocar to the work room. Upon return the staff nurse could not find the o ring only had the trocar. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.581084. D5,6; h4: info not available. Endopath dilating tip trocar: based upon inquiry info and visual examination, the reported event was confirmed. The instrument was rec'd with the inner gasket missing. No conclusion could be reached as to how this occurred.